Manufacturer narrative:
Name and address - street: (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a filiform double pigtail ureteral stent set broke into 3 sections upon removal from tray. The tether was attached to the stent when the packaging was opened, however, it was removed by the user. The procedure was completed with a new stent. This occurred prior to patient contact; there was no impact to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, a filiform double pigtail ureteral stent set broke into 3 sections upon removal from tray. The tether was attached to the stent when the packaging was opened, however, it was removed by the user. The procedure was completed with a new stent. This occurred prior to patient contact; there was no impact to the patient. Investigation evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), drawing, the instructions for use, and quality control data. A device failure analysis was conducted on the returned device. The stent was returned in three separated pieces. The stent¿s part number and its drawing shows that the main stent body should have a length of 26cm +/- 1mm. The calculated body length of the stent that was returned was approximately 21cm. Thus, approximately 5 cm of the stent body is missing and indicates that the stent separated into more than three pieces. A device history record (DHR) review was conducted in response to this incident. The associated lot number did not record any nonconformances. A trackwise search of complaints associated with this lot revealed no additional customer complaints. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ the complaint reported by the customer of the stent separating into three pieces was confirmed due to customer testimony. The cause of the break in the stent was unable to be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.